Event description:
It was reported that the customer was trying to prime her insulin pump, when she received a compromised force sensor system alarm. The customer experienced low blood glucose levels. Her blood glucose level was 54 mg/dl. The paramedics went to the customer's house because of her low blood glucose level. She corrected her blood glucose level with cranberry juice and sprite. The product was returned. Nothing further to report.

Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to protruded or loose drive support disk. The insulin pump was unable to perform the occlusion, prime, compromised force sensor and excessive no delivery test due to compromised force sensor alarm. The insulin pump was received with cracked case at the display window corner, reservoir tube lip, belt clip slot, reservoir tube, battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.